Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the right atrial (ra) lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) episode and low impedance due to insulation breach. The programming changes were made and the patient was in stable condition.